Manufacturer narrative:
Pt info unknown, information not provided. If implanted, give date: not applicable, there is no indication that the lens was implanted. If explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was scratched when ejected out of the insertion device. Surgery was completed as planned with a back up lens of the same model and diopter. The lens was discarded. No further information was provided.